Event description:
Additional information received further reported that the patient also experienced mesh erosion in the posterior/apical compartment, pelvic floor muscle weakness, and recurrent urinary tract infections.

Manufacturer narrative:
D4 lot number: 501460.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device reportedly experienced muscle numbness and spasms. Subsequently, it was noted that the patient had pelvic muscle dysfunction.